Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration'), device breakage ('breakage/ expulsion: breakage'), genital haemorrhage ('general abnormal bleeding') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), headache ("headaches"), migraine ("migraine"), alopecia ("hair loss"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal disorder") and psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, urinary tract infection, urinary tract disorder, vaginal infection, cystitis, headache, migraine, alopecia, tooth disorder, weight decreased, weight increased, gastrointestinal disorder, hormone level abnormal and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, weight decreased and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration / perforation (fallopian tube(s))'), device breakage ('breakage/ expulsion: breakage'), pelvic inflammatory disease ('chronic pid') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included opioid abuse. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems: urinary tract infection / infection (bladder/ urinary tract/vaginal) type: uti"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), headache ("headaches"), migraine ("migraine / migraines / headaches"), alopecia ("hair loss"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal disorder"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), haemorrhagic ovarian cyst ("ruptured hemorrhagic ovarian cysts"), ovarian cyst ruptured ("ruptured hemorrhagic ovarian cysts") and pelvic adhesions ("pelvic adhesions") and was found to have weight decreased ("weight loss"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, pelvic inflammatory disease, autoimmune disorder, genital haemorrhage, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, urinary tract infection, urinary tract disorder, vaginal infection, cystitis, headache, migraine, alopecia, tooth disorder, weight decreased, weight increased, gastrointestinal disorder, hormone level abnormal, psychological trauma, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, vaginal discharge, haemorrhagic ovarian cyst, ovarian cyst ruptured and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haemorrhagic ovarian cyst, headache, heavy menstrual bleeding, hormone level abnormal, migraine, ovarian cyst ruptured, pelvic adhesions, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted on essure removal date -(B)(6) 2011 as per mr. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Events chronic pid, ruptured hemorrhagic ovarian cysts, pelvic adhesions added. Reporter information,rcc and patient demographics was added. Medical history and concomitant drug was added.case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration / perforation (fallopian tube(s), device breakage ('breakage/ expulsion: breakage'), pelvic inflammatory disease ('chronic pid') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included opioid abuse. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital hemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse), dysmenorrhoea ("dysmenorrhea (cramping), urinary tract infection ("bladder/urinary problems: urinary tract infection / infection (bladder/ urinary tract/vaginal) type: uti"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), headache ("headaches"), migraine ("migraine / migraines / headaches"), alopecia ("hair loss"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal disorder"), psychological trauma ("psych injury"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), vaginal discharge ("vaginal discharge"), haemorrhagic ovarian cyst ("ruptured hemorrhagic ovarian cysts"), ovarian cyst ruptured ("ruptured hemorrhagic ovarian cysts") and pelvic adhesions ("pelvic adhesions") and was found to have weight decreased ("weight loss"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, pelvic inflammatory disease, autoimmune disorder, genital hemorrhage, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, urinary tract infection, urinary tract disorder, vaginal infection, cystitis, headache, migraine, alopecia, tooth disorder, weight decreased, weight increased, gastrointestinal disorder, hormone level abnormal, psychological trauma, vaginal hemorrhage, heavy menstrual bleeding, female sexual dysfunction, vaginal discharge, hemorrhagic ovarian cyst, ovarian cyst ruptured and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, genital hemorrhage, hemorrhagic ovarian cyst, headache, heavy menstrual bleeding, hormone level abnormal, migraine, ovarian cyst ruptured, pelvic adhesions, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted on essure removal date: (B)(6) 2011 as per mr. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration / perforation (fallopian tube(s))'), device breakage ('breakage/ expulsion: breakage'), genital haemorrhage ('general abnormal bleeding') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems: urinary tract infection / infection (bladder/ urinary tract/vaginal) type: uti"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), headache ("headaches"), migraine ("migraine / migraines / headaches"), alopecia ("hair loss"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal disorder"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, urinary tract infection, urinary tract disorder, vaginal infection, cystitis, headache, migraine, alopecia, tooth disorder, weight decreased, weight increased, gastrointestinal disorder, hormone level abnormal, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), vaginal discharge. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration'), device breakage ('breakage/ expulsion: breakage'), genital haemorrhage ('general abnormal bleeding') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), headache ("headaches"), migraine ("migraine"), alopecia ("hair loss"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal disorder") and psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, urinary tract infection, urinary tract disorder, vaginal infection, cystitis, headache, migraine, alopecia, tooth disorder, weight decreased, weight increased, gastrointestinal disorder, hormone level abnormal and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, weight decreased and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : previously reported event "injury" was updated to pelvic pain. Events : perforation: fallopian tubes, migration, breakage/ expulsion: breakage, abdominal, back, dyspareunia (painful sexual intercourse) dysmenorrhea (cramping),chronic, general abnormal bleeding, autoimmune diagnosed, psych injury, bladder/urinary problems: urinary tract infection, urinary problems, vaginal infection, bladder infection, headaches, migraine, hormonal changes, hair loss, dental probs., weight loss, weight gain, other, gi conditions, essure confirmation test(s) conducted, specify no were added no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.